Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the ratchet was stuck to the bottom roller; incorrect ratchet used with this device. The bottom roll, ratchet gear, washers, and shoulder bolts were replaced. The ratchet assembly was lubricated and the device was calibrated and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s)/part family and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The root cause of the reported issue is attributed to the incorrect ratchet being used with this device. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported the handle is stuck on the mesh. Timing of event was during testing. No adverse events were reported as a result of this malfunction.